Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the screen went black while on a patient with error message "data acquisition pcba adc failed". Unit was rebooted. Unit connected to heliox; error message occurred again and machine shut down. Customer reported there was no harm to the patient or the user.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined at this time.